Manufacturer narrative:
An event regarding alleged malposition (due to patella maltracking) involving a triathlon ps femoral component was reported. The event was not confirmed. Thod & results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: confirmed all devices accepted into finished goods conformed to specification. -complaint history review: not performed as no device specific failure modes were identified. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of left femur and insert due to mechanical failure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of left femur and insert due to mechanical failure.